Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change-out procedure, the physician was unable to remove this right atrial (ra) lead from the header of a device. Despite multiple attempts, the ra lead would not release so the physician decided to cut the ra lead off the header and surgically abandon it in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was only returned severed 5.3 centimeters from the terminal pin. All of the lead¿s seal rings were in good condition with no signs of damage. The lead passed through is-1 header test without difficulty. Overall analysis was unable to confirm the allegations made against this lead in the field.

Event description:
--